Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a tha surgery with the stem. After surgery, the breakage of the stem was confirmed on (B)(6) 2022. The cause of the stem breakage is considered to be osteolysis due to mom. The stem gradually loosened and sank due to osteolysis, and the stem broke when the patient stood up to get up. A revision surgery will be performed on (B)(6) 2022. Zimmer biomet¿s product will be used in the revision surgery. Please check the photo file in which the affected area was captured in immediately after initial surgery, (B)(6) and (B)(6) 2022. A cup implanted in the initial surgery was competitor¿s product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.